Event description:
A am a (B)(6) female who had a left total hip replacement done on (B)(6) 2009 at (B)(6). The implant used was the depuy pinnacle system-pinnacle sector ii acetabular cup and articuleze metal on metal femoral head. Since this time, I have had two years of horrific unexplained hip pain, several ER trips, countless physician visits, numerous tests and still now face the possibility of revision surgery. To summarize events, the surgery was done in (B)(6) 2009 following which the recovery was slow and painful. Approx 6 months after surgery on (B)(6) 2009 I walked up a flight of stairs. In the afternoon, the joint became stiff and achy and it was that evening that I experienced the first episode of sharp searing pain in my hip. It was in the groin, similar to before surgery. It quickly started to "lock-up" and the pain spread from the inside groin to the front of the leg then to the outside aspect of the leg. There was also inner thigh pain. I was terrified. I called the resident on call at (B)(6), who could only suggest pain pills or to go to an ER. This was just the first episode of what were to be countless, unexplained excruciating pain episodes, that lasted from one or two days to a week each time. I was persisting with physical therapy throughout, at the advice of my physicians. I have now seen 5 different physicians, had 2 bone scans -both abnormal, showing "hot spots" in the left hip, 2 hip aspirations, no evidence of infection, and a plethora of diagnostic tests. X-rays appear normal. Approx six weeks ago, the joint started clicking and a mars MRI revealed fluid medially, contiguous with the greater trochanter. My blood level for cobalt is 2.9 ?g/l -three times higher than the upper limit of normal. Needless to say, my life has been nothing short of a nightmare since having this hip implant. I conclude from personal experience that: the pinnacle hip system produces the same clinical disasters as the asr system and need to be recalled. I have an extensive chronicled log of events that I would be happy to share with the FDA to help in this investigation.